Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred at the second firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.